Manufacturer narrative:
The device has been returned and evaluated by product analysis on 1/11/2017 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact. The ¿ok¿ button on the keypad was under responsive to user presses but all the other buttons were responsive during the investigation. The keypad was removed and the ¿ok¿ button contact was found to be cracked. The investigation was able to duplicate the initial complaint about an unresponsive keypad. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (tactile change prior to damage) issue. It was reported that the ok keypad button was under responsive to user presses and the keypad was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.